Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient sustained unspecified injury. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient sustained unspecified injury. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right recurrent inguinal hernia thereby underwent open repair with the implant of bard perfix plug. Per operative notes, ¿hernia sac was dissected. A bard perfix plug was placed and secure it with suture.¿ (B)(6) 2018 - patient was diagnosed with right inguinal hernia, groin pain thereby underwent open repair with implant of one synthetic mesh. Per operative notes, ¿hernia sac was dissected. One synthetic mesh was placed and sutured.¿